Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter leaked. No serious injury or medical intervention was reported.

Event description:
It was reported that bd insyte autoguard bc shielded IV catheter leaked. No serious injury or medical intervention was reported.

Manufacturer narrative:
DHR review was performed on lot number 8151980; the lot number was built on afa line 9 from (B)(6) 2018 thru (B)(6) 2018. Packaged on packaging line 10 from (B)(6) 2018 thru (B)(6) 2018. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. No quality notification were initiated during the build of this lot number. Observations and testing could not be performed because units were not received for investigation of this incident. The defect package leakage and blood excess/splash/spill/exposure; could not be identified or confirmed, and cause could not be determined, as the units described in the product incident report were not returned for evaluation and testing.